Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he had experienced a loss or change of therapy. He was disappointed in behavior of stimulator. His most recent symptom was leakage in his depends and he did not know it. He was also having more trouble getting to the toilet in time when he felt he had to go. The patient did not feel stimulation. The therapy was on. The situation was not resolved. He was on program 2 at 3.1 volts since (B)(6) and had increased to 4.6 volts. It was indicated that he was not instructed to keep a voiding diary. Additional information indicated that the patient had leakage and urgency. He was on program 2 at 4.6, 4.7 and it was too strong. He was last seen by healthcare provider (hcp) 3-4 months ago. He has been emailing them with his settings. On the day of this call, he was instructed to change from program 2 to 3. He increased to 7.5 and insisted on increasing even though it was uncomfortable. Patient services reviewed that there was no reason to increase this high and advised against it but patient insisted he was going to take it all the way up. He left it on 7.4v and stated he could barely feel it. He did not know if he was getting 50% improvement and had not tracked his symptoms. Three weeks later, the patient further reported that he had the urge to urinate and he can't get down the hall to the toilet. This has been going on since his last calls. It was indicated he was on program 3 at 7.4 v and he had started on program 1. There was no fall or trauma related to the issue. During the call, the patient was not feeling stim in correct area. He switched to program 4 at 3.4 v and said he felt stim at the battery site. It was noted that the burning sensation felt like almost sunburn. He felt it more when he first got up. He felt stim on the upper right buttocks well below the stimulator.

Manufacturer narrative:
Product event summary # (B)(4): evaluation determined that standard investigation is needed because it was reported that the patient did not feel stimulation and the therapy was on. They also reported when they were on program 2 at 4.7. It was too strong. They were feeling stimulation at the battery site and felt it more when they first got up. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the patient not feeling stimulation with the therapy on, stimulation too strong, and feeling it more when they first got up and at the batter site, was not clear at the time of the report. Follow up was conducted and if additional information is received, the event will be updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they still had symptoms of urgency followed by leakage and not being 50% improved. Patient requested for assistance in changing settings. They indicated they've tried all 4 programs and was currently on program 4 at 3.4v. Patient was then assisted with changing program from 4 to program 1 at 4.2v, which they stated they were comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.